Event description:
On (B)(6) 2011, patient's mother reported the down arrow button on the infusion device is working intermittently. Mother stated the issue occurred on (B)(6) 2011. Mother reported they were attempting to administer a bolus when they noticed the issue. Mother stated the down button does pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.